Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch ultra meter was showing an error 5 and an error 4 message. The complaint was classified based on customer service representative (csr) documentation. The patient stated the error 5 began on (B)(6) 2017, 3 pm, and the error 4 message began on the same day, between 6pm and 7pm. The patient reported that he manages his diabetes using oral medication, diet and exercise, and denies making any changes to his usual diabetes management regimen (taking his normal metformin and glibenclamide). The patient reported that 2 days after the meter issue began he developed symptoms of ¿dizziness, headache and diarrhea¿. He reported that he attended the emergency room and was treated by the emergency medical services with ¿insulin 10 units and 35 units¿. A blood glucose result of ¿385 mg/dl¿ was obtained on a laboratory device, between 6pm and 7pm. At the time of troubleshooting, the csr noted that it was not the first time the product was being used. The csr noted the test strips had not passed their expiry date, and the patient described the correct testing steps. The csr walked the patient through a retest and the alleged meter issue was not resolved. Replacement products were sent to the patient.